Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the battery life was less than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/26/2016 with the following findings: a review of the pump black box revealed that the data from the date of the complaint had been overwritten however the current black box showed evidence of partially discharged batteries being installed. The pump powered with the returned battery cap. The battery cap was able to fully tighten and that battery compartment was fully intact. The current draws were within specifications. A ¿battery life¿ issue was not duplicated during the investigation. The pump case was removed and there was no evidence of moisture or loose components inside the pump.